Event description:
Customer alleged the back legs on commode starting to bend in. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-1, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's father called and stated that the back legs of the commode are starting to bend inwards. The consumer allegedly fell backwards and bruised her back. No RMA has been issued at this time for the return of the product.